Event description:
It was reported that during an a-fib procedure, while ablating with the ez steer thermocool catheter around the left sided pulmonary veins, the patient's blood pressure dropped. Tamponade was observed by echo. The pt was unconscious and had low blood pressure. A drain was placed into the pt, and the pt was transferred to the intensive care unit for the short term. The drain was removed the same day. The pt was discharged from the hospital on the second day, and was feeling fine. The customer was unsure about the lot number of the ez steer thermocool catheter used in this case, as they had a total of 5 catheters from two different lots: one catheter with lot# 13428505 and 4 catheters with lot# 14032135. Only one ez steer thermocool catheter was used in this case. No product malfunction was reported.

Manufacturer narrative:
The catheter was discarded by the customer.